Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 30.8 cm from the distal tip due to suture sleeve tie down too tight. (B)(4).

Event description:
It was reported that an asymptomatic patient presented for a scheduled pulse generator change out. The atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable post procedure.